Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the gastrointestinal videoscope exhibited an error code b30. There was no patient involvement. It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 error code. There was no patient involvement.